Manufacturer narrative:
Eval: lens work order search. Results (other): a visual inspection of the returned product found optic is torn and both haptics are bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found in the same work order. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The rptr stated the surgeon attempted to use a aq2010v three piece silicone lens. Lens was being advanced in the injector, when lens went through the cartridge incorrectly. Lens was unloaded and found to have one haptic kinked. There was no pt contact. Another same model, different diopter size lens was implanted.